Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
The event of bvvi due to nmi was confirmed. The device was received in in bvvi mode with battery voltage above elective replacement indicator (eri). Analysis performed found nmi memory errors registered in the device memory consistent with integrated circuit anomaly. After the device was restored from backup mode, further testing showed no anomaly. The backup operation could not be reproduced. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During a remote follow up, the device was found in back-up vvi (bvvi) mode. As a result, the patient experienced shortness of breath. Technical support was contacted and the device was reprogrammed to resolve this event. However, the device reverted to bvvi. The device was explanted and replaced to resolve the event. The patient was stable.